Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 196 mg/dl. Prior to calling tandem technical support, the customer performed troubleshooting and observed the insulin to be gel-like. The customer had not changed the cartridge for approximately five days. The customer changed the cartridge and infusion set.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.